Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was performed and the customer changed the infusion set first, but the alarm was resolved and he was able to prime until changing the reservoir. The reservoir will not be returned for analysis.